Event description:
Complainant alleged that while defibrillating a patient (age & gender unknown) who had coded, the device made a loud pop noise after discharging. Prior to the malfunction the device did discharge successfully (unknown number of shocks and unknown joule setting). The patient was reportedly converted successfully. Subsequent to the event, while performing a routine shift check by a clinician, the device displayed a "defib fault 78" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.